Manufacturer narrative:
The defective pump was returned for deeper investigation. The investigation revealed the pump was very dirty and the electronics defective. This was probably caused by heavy pollution.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective pump. The technician replaced the pump to resolve the issue and subsequent testing did not identify any further issues. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed an error message during setup. There was no patient involvement.